Manufacturer narrative:
Correction: g1 previously stated (B)(6) , conmed corportation, 11311 concept blvd, largo, florida 33773. It has been corrected to the contact at the manufacturer this issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
This is a voluntary distributor report: the manufacturer, xodus medical inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report: the distributor in (B)(4) rejected 138029, tip cleaner, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised based on a device malfunction with potential of injury upon reoccurrence.